Event description:
During a meniscus repair procedure it was reported that the surgeon experienced simultaneous deployment of the implants with multiple devices. The operation was completed with a back up device. Multiple lot numbers were reported for the procedure and the device completing the procedure was not identified. The devices will not be returned due to being disposed of at the facility.

Manufacturer narrative:
Review of the device history records were performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time.(B)(4).